Event description:
The customer reported that he accidentally jumped in the pool with his pump on. The customer also reported that the insulin pump alarmed and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.